Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime test, displacement test, basic occlusion test and excessive no delivery alarm test.

Event description:
It was reported the customer was not receiving their boluses for the past three weeks. The customer's blood glucose was unknown. The customer was advised their no delivery issues may be caused by an infusion site, set or reservoir issue. The customer did not want to troubleshoot for recurring alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).